Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined by the field service engineer (fse) that the flat flex cable and the module controller needed replacement, as the drawer was not receiving power. Both components were successfully replaced, restoring functionality. Further troubleshooting revealed that the control board was the root cause of the malfunction. Unfortunately, due to the legacy nature of the drawer, replacement controller boards are no longer available. As a preventative measure, the retractor band flat flex cable was replaced to mitigate potential future connectivity issues. The field service engineer replaced drawer number five with a new enhanced half-height drawer to resolve the issue related to the faulty control board. Subsequently, drawer six began experiencing a malfunction related to the open/sensor mechanism. Upon inspection, fse identified the issue and successfully resolved it by replacing both the sensor and the latch assembly. All components are now functioning as expected. The customer successfully recovered the storage space and proceeded to inventory the pockets to verify functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawers were failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.